Event description:
It was reported that the pump is alarming no disposable. The patient was instructed to hit the start/stop button to silence alarm; reviewed settings and powered pump off. The clamp was closed and cassette was removed. The patient was instructed to gently tap cassette to disperse air bubbles in the line and press the green release. The cassette was replaced and pump was powered on but pump continues to alarm. The pump was powered off and cassette was removed. Cassette was gently tapped and line was massaged to disperse air bubbles. The cassette was replaced and pump was powered on but the pump continued to alarm. The pump was powered off and clamp was closed at the nearest port. There was no patient injury and no additional information was available. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.